Manufacturer narrative:
Date of report: (B)(6) 2018. Date received by manufacturer: 14sep2018. The philip's field service engineer (fse) evaluated the device and verified the reported problem. The fse replaced the battery assembly. The ventilator passed all testing and operated within the manufacturing specification.

Event description:
The customer reported that the battery does not charge. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.